Event description:
The user reported that the level sensor worked partially during perfusion. At least twice, the blood level was significantly below the sensor and the pump did not stop. No cracks were visible but some drops of condensation have been noted in the transparent head of the level sensor. No harm occurred for the patient.

Manufacturer narrative:
Awaiting for complained device return in order to perform the investigation.